Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/23/2018. Device returned to manufacturer? Yes. Device evaluation: the returned z9002 lens was received in the packaging box. The lens was observed under microscope and viscoelastic residues were observed. The haptics were observed bent. The lens condition was due the explant process. The complaint capsule tear was due the patient weak zonules (patient anatomy) and not related to the lens therefore could not be verified. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Weak zonules. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that there was tear in capsule when inserting the tecnis monofocal intraocular lens (model z9002, +21.0 diopter) due to weak zonules. The lens was removed and replaced without difficulty. Reportedly, a vitrectomy was performed. No further information provided.